Event description:
The customer reported that the system would not turn on. No pt injury was reported.

Manufacturer narrative:
The fault was cleared by the customer. No ge service was performed. No additional information was provided.